Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the three causes of the infection at the ins site were as follows: firstly, the patient's own physique led to rejection; secondly, the intraoperative combined device and the operating room were sterilized and disinfected abnormally; thirdly, the product itself was poorly disinfected. In this case, the signs of infection appeared 2 months after surgery. The infection could not be ruled out because of postoperative care, because it could not evaluate the intraoperative environment and postoperative care.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) clarified the ins had been moved to the patient's back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their ins replaced due to battery depletion on (B)(6) 2014. Less than 2 months after surgery, their chest was infected at the site of the ins and was bleeding. The healthcare provider (hcp) explanted the ins and hanged it in the back position of the patient. The consumer stated that because of a wound infection at the patient's implant site, doctor kept the ins in the patient's external body for treatment. The patient was still using a pacemaker. No further complications were reported as a result of this event.